Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted to address the issue. Reportedly, there is lead redness around the ipg site post op.

Manufacturer narrative:
Date of event is estimated. E1: reporter establishment name- (B)(6).

Event description:
It was reported that the patient developed an allergy near the ipg site. Next course of action/allergy test is pending,

Manufacturer narrative:
On further review if was determined that related manufacturer reference number:3006705815-2025-06629 was continuation of the reported issue reported under related manufacturer reference number 3006705815-2025-06591. Hence, related manufacturer reference number:3006705815-2025-06629 is no longer reportable. All reporting will be done on related manufacturer reference number 3006705815-2025-06591.

Event description:
Additional information received indicates that the issue has been resolved.